Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. The speedband superview super 7 was reported with no known information. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the bands unable to deploy and ligator head teeth bent/damaged.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4). The returned speedband superview super 7 was analyzed, and a visual evaluation noted that some bands in the ligator head were moved from its position. The ligator head teeth were bent/damaged, and the trip wire was not secured. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No other problems with the device were noted. The product analysis revealed that the bands were unable to deploy as the bands in the ligator head moved from its position and the ligator head teeth were bent/damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip through the handle assembly leading to inability of the device to deploy the bands, moved them from the original position, consequently, damaging/bending the ligator head teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.